Manufacturer narrative:
Investigation including root cause analysis is in progress. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens failed to deploy. There was patient contact but no harm to the patient. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has advanced the lens to mid-nozzle. The optic is misfolded and rotated so that the posterior central area of the optic is near the left side in the device. The plunger is engaging the optic edge. The trailing and leading haptics are inside the folded optic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The lens was advanced/stuck at mid-nozzle. The lens was misfolded and rotated in the device. The root cause cannot be determined for the complaint. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).